Manufacturer narrative:
On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary: a tear was observed at the union between the shell and the suture tab in the 6 o'clock position. Additionally, another tear was observed at the union between the shell and anterior patch. When the device was evaluated under a microscope, the tear pattern did not reveal parallel striations that are consistent with markings made by a sharp instrument. The results also confirmed that there were no abnormalities with the manufacturing of the tissue expander that would have impacted its performance. After a thorough analysis, mentor was unable to identify the root cause of the tears. While deflation is historically the most common complication related to tissue expanders, the rate of deflation with mentor® tissue expanders remains very low. An incident of this nature may be the result of one or more of the following factors: over inflation of the tissue expander, use of the tissue expander in emerging surgical techniques not identified in the instructions for use (IFU), continuous and sustained stresses to the tissue expander, vigorous body movement (e.g. Physical exercise) or excessive manipulation/ trauma in the region of the expander. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a 850cc artoura breast tissue expander prosthesis (side unknown) and experienced deflation postoperatively. The patient underwent explantation of the tissue expander on (B)(6) 2020, and the patient's surgeon sent in a photo of the device to mentor on the same day. The surgeon stated that he would like to return the device. However, at that time, it was not known why the patient underwent the explantation surgery, and the surgeon wanted to send back the device. On (B)(6) 2020, the surgeon reported that the device was deflated, and upon explantation the device was found to have a rent in the lateral aspect of the expander.